Event description:
It was reported to philips the v1 lead was not picking up during patient monitoring. There was no reported adverse patient impact.

Manufacturer narrative:
Failure analysis info: one processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor pca.